Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for a correction to the field (b5) incident description and e1 initial reporter.

Event description:
It was reported the patient had been getting urinary tract infections (uti) and thinks it is from their stimulation being off. The patient care team was able to determine that the patient's stimulation was on level 2. There were no changes made to the stimulation. The clinical specialist (cs) clarified they did not speak directly to the patient regarding the reported uti, nor have access to the conversation that the support specialist had. They are unable to determine the cause of the uti as they do not have more clinical detail. They do not know if medication was prescribed since they did not speak with the patient regarding the uti. The cs attempted to contact the patient twice since learning of the reported uti and have not had a response.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had been getting urinary tract infections (uti) and thinks it is from their stimulation being off. The patient care team was able to determine that the patient's stimulation was on level 2. There were no changes made to the stimulation.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had been getting urinary tract infections (uti) and thinks it is from their stimulation being off. The patient care team was able to determine that the patient's stimulation was on level 2. There were no changes made to the stimulation. The clinical specialist (cs) clarified they did not speak directly to the patient regarding the reported uti, nor have access to the conversation that the support specialist had. They are unable to determine the cause of the uti as they do not have more clinical detail. They do not know if medication was prescribed since they did not speak with the patient regarding the uti. The cs attempted to contact the patient twice since learning of the reported uti and have not had a response.